Event description:
A physician was using a gelmark ultra biopsy site marker during a breast biopsy procedure with a mammotome biopsy device. When the md removed the gelmark applicator from the mammotome probe, he observed that the tip of the applicator was missing. The technician reporting this event stated that plastic pieces were found in the bowl of the mammotome. There were no patient adverse effects.